Manufacturer narrative:
A supplemental report is being submitted for investigation completion and additional information. The annex a, annex e and annex g codes have been added. The patient status was collected during a review of patient records with the healthcare facility. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed a slight increase of power consumption on (B)(6) 2017; three low flow alarms were recorded since (B)(6) 2017. Analysis of the event log file revealed that the hematocrit setting was changed on (B)(6) 2017. Information provided by the site indicated that the patient was found down at home and was transported to the hospital. The patient was found to have a cerebral vascular accident (cva) on computerized tomography (CT) scan. An embolectomy was performed as well as a drain for shift from cerebral edema. Per site report the patient is not responsive and flaccid on the left. The patient was stabilized and transferred to another hospital. There were no changes on pump parameters. It was further reported that the patient subsequently died of an unknown cause. Based on the limited available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction and death are known potential complications associated with the implantation of a vad. There is no evidence the patient has a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that the patient subsequently died of an unknown cause. Investigation of this event is pending and a supplemental report will be sent upon its completion. The patient status was collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient subsequently died of an unknown cause. No further details were provided regarding the event. The patient status was collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Log file analysis revealed a slight increase of power consumption on (B)(6) 2017; there were 2 low flow alarms recorded leading up to (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the patient was found down at home on (B)(6) 2017 and was transported to the hospital. The patient was found to have a cerebral vascular accident (cva) on computerized tomography (CT) scan. An embolectomy was performed as well as a drain for shift from cerebral edema. Per site report the patient is not responsive and flaccid on the left. The patient was stabilized and transferred to another hospital.  There were no changes on pump parameters. No further patient complications have been reported as a result of this event.